Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2022-00129, 2017865-2022-00130, 2017865-2022-00134. It was reported that the patient presented with a pocket infection and fluid drainage. The implantable cardioverter defibrillator (ICD), right ventricular, left ventricular and right atrial leads were explanted. No hematoma was noted. There were no patient consequences.